Event description:
It was reported that, "patient was revised due to possible infection. The pathology was 50 white cells per high powered field thus indicating an acute infection, however, the cultures have not yet grown anything."

Manufacturer narrative:
Additional information, has been requested and if received, will be provided on a supplemental report.